Manufacturer narrative:
Analysis found the outer insulation damaged, exposing the sensing wires. This would cause the reported noise and delivery of shocks when in contact with the ICD can. The insulation damaged was not a result of defects in materials or workmanship.

Event description:
It was reported that the patient received inappropriate shocks due to noise. The lead was explanted.